Event description:
It was reported that the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and right heart failure (rhf) could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, it was communicated that no further information would be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Furthermore, the anticoagulation section of the IFU outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for major bleeding and right heart failure. The location of the bleeding was determined to be the upper gastrointestinal tract and found through an upper gastrointestinal endoscope. A transfusion was given on (B)(6) 2023. The patient had a documented history or lesion or condition in the organ site that could potentiate the bleeding episode. The transfusion improved the anemia, so a lower gastrointestinal endoscope was not performed. The patient experienced peripheral edema as a side effect of right heart failure. The patient had poor right heart function prior to implant.